Event description:
The following items were implanted on 9/9/92: centralign total hip component, harris/galante ii porous acetabular shell, poly liner. The physician positioned the harris/galante ii porous cup using the proper instrumentation. The surgeon was satisfied with the stability and fit of the components. The post-op x-rays showed the cup was malpositioned and later that evening the patient's hip dislocated. On friday the 11th, the patient was brought back into surgery where the harris/galante ii porous cup was removed and a ti-bac ii cemented cup was implanted. The physician did a range of motion with the newly implanted acetabular cup and felt that the hip was stable. Post-operative x-rays confirmed the correct position of the cupdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.